Manufacturer narrative:
Concomitant medical product: 310c29 valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia/atrial fibrillation (at/af). The lead remains in use. No patient complications have been reported as a result of this event.